Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. The pump functioned properly during testing. No unexpected low battery, audio/beep anomaly or vibrator anomaly noted. The pump was received with a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced vibrator anomaly. The customer's blood glucose reading was unknown. The customer stated that she had issue with her pump vibrating and alerting her for no reason. The customer checked the alarm history and was not able to see anything. The customer stated that the pump vibrated during self-test. The product was returned for analysis.